Manufacturer narrative:
The tears seen at explant were confirmed. Leaflets 1 and 3 were torn. Leaflet 3 was fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface of leaflet 2. Leaflet 2 contained a microcalcification. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears, fibrous thickening, and microcalcification could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted due to severe aortic insufficiency. Tears were observed on the left coronary cusp and non coronary cusp. The patient is reported to be stable.